Event description:
It was reported that an occlusion alarm was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for an occlusion alarm. No physical damage was identified during the physical inspection. Event log history was performed and indicated that occlusion alarm was recorded in history. During analysis, the reported issue, which is an occlusion alarm, was able to be duplicated. Based on the evidence, the complaint was confirmed for an occlusion alarm. Occlusion alarm was caused by the force sensor being out of calibration. Service performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.